Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and the reported issue with the instrument could not be replicated or confirmed. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions on several attempts. The clips opened and closed properly. A clip test was performed on the instrument and it passed 3 of 3 attempts. The instrument was fully functional and no product issue was identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported an issue with the medium-large clip applier instrument. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage or anything out of the ordinary. The incident with the clip applier instrument occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The surgeon experienced an unsuccessful clip application. Clips used with the clip applier instrument were medium-large hem-o-lock. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). Three sequences were carried out when the issue occurred. The vessel was supplied with another instrument to resolve the issue. No photos and/or videos of this event available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip applier instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.